Event description:
It was reported that the 9800 system shut down during a case. Customer disconnected and reconnected the power plug and interconnect cable. System rebooted and used for the remainder of the day. It was noted that the malfunction happened when the c-arm was being repositioned. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. As a proactive measure replaced the power cord and restrapped the isolation transformer. The sys was tested and found to be working as intended and placed back into svc.